Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, hand piece not getting enough power. There was a patient involved but no impact, harm, surgery variance, or delay reported. Due diligence information complete.

Manufacturer narrative:
This final report was captured under (B)(4). Review of the most recent repair record identified no related findings/repairs to the reported event. The tech could not duplicate the reported issue. The unit's rpms, while on the low end, were within specification. The tech proactively stretched the spring seal to increase overall rpms. The unit was calibrated, tested, and returned to the customer. Review of device history record did not find any anomalies related to the event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.